Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on posterior edge side assessed as unidentified (tear) opening (shell thickness within specification). Anxiety¿product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: creases are observed. No further actions are required as the device was implanted.